Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the bone & joint journal titled ¿early clinical results of minimally invasive coracoclavicular ligament reconstruction can be maintained at a minimum of five years¿ follow-up¿. The study reviewed fifty (50) patients who underwent minimally invasive coracoclavicular ligament reconstruction (minar) for ac joint dislocation using arthrex fibertape to address soft tissue approximation and/or ligation. During the ninety-two (92) month follow-up period, eight (8) patients required revision due to recurrent instability, and one (1) patient required revision surgery for infection. Ref: rosslenbroich, s. B. Et al. Early clinical results of minimally invasive coracoclavicular ligament reconstruction can be maintained at a minimum of five years¿ follow-up. The bone & joint journal 102-b, 918-924, doi:10.1302/0301-620x.102b7.bjj-2020-0114.r1 (2020).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.